Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and non calcified forearm. A 6.0 x 20, 40cm mustang balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured when pressure was applied below the rated burst pressure. The procedure was not completed as another of the same device was not available. No patient complications were reported and the patients status was good.